Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of cannula detached; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that towards the end of the procedure, the cannula was removed from a tb syringe, flushed and placed on a 3cc leur lock syringe so the surgeon could check and hydrate the incision. When pressure was put on the syringe, the cannula detached forcefully. There was no patient harm.